Event description:
It was reported that faradrive steerable sheath was selected for atrial flutter (af) ablation . It was mentioned that during the procedure when the sheath was aspirated, air was noted in the syringe. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6)